Event description:
Patient reported pain, redness and swelling. The catheter could not be aspirated or flushed. Catheter removed by healthcare professional. Clot found in distal end of the catheter; the catheter was also leaking from a hole just proximal to the clot. User also observed that the radiopacity of the catheter was not strong enough to be adequately visualized.